Event description:
The report stated that the patient has a double lumen central venous line (cvl). 1 cap (white) was connected to tubing for a transduced line connected to a heparin chaser at 2 ml/hr. Writer gave cefazolin push through the cvl push port. There was an air bubble, writer pushed to the cap and unhooked the tubing to release the bubble cleanly, swabbed and reconnected to the cap. Writer flushed the line and there were no issues. About 5 minutes later, the csn came to check in on the patients and saw blood backing up and a small amount leaked from the center of the cap onto the bed due to the defective cap. This was resolved when cap was replaced. When writer flushed, it was not flushing into the patient and was leaking out the bottom of the cap, with blood backing up despite re securing the cap. Performed a sterile cap change on the white lumen to which the issue resolved with a new cap. Unable to reproduce the issue on the cap which is now in a bag for assessment. There was no harm to the patient.

Manufacturer narrative:
The device was returned for evaluation. However, testing has not yet been completed.

Manufacturer narrative:
Received one (1) used mc100 microclave clear neutral connector for inspection. Fluid residuals observed inside the housing, indicative of internal leakage. The microclave was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated. The probable cause of the prior internal leakage is unknown. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.